Event description:
Account reported that after both flaps were created, the flap in right eye lifted without difficulty. The left flap side cut was not done even though the surgeon witnessed it being done perfectly. The surgeon then could not be certain that the raster pattern was done properly and he converted the patient to photorefractive keratectomy (prk). Bcva from (B)(6) 2015: right eye pre-op 20/20 -1.00 x -1.00 x 128, left eye pre-op 20/20 -1.25 x -1.00 x 62.

Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.